Manufacturer narrative:
Investigation conclusion: the low flows reported by the account appear to be a continuation of the low flows from 24 oct 2018. The evaluation of heartmate 3 lvas, serial number , did not reveal any device-related issues. The account reported that the patient received a heart transplant on (B)(6) 2018 due to continued low flow issues. The patient was reportedly having issues with low flows and alarms even with controlled blood pressure and volume stats. The patient also reportedly had a cardiomems and there was a narrow window for the patient to be therapeutic. (B)(4) was returned assembled with the pump cable severed approximately 12¿ from the pump housing. The distal end of the pump cable was not returned. The modular cable was returned intact. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The sealed outflow graft was returned with approximately 9¿ of graft material. The graft appeared free of kinks or damage and the lumen was clear of any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was experiencing low flow alarms even with controlled blood pressure and volume status. Per the account, the patient had a cardiomems where there was a narrow window for the patient to be therapeutic. The patient received a heart transplant on (B)(6) 2018. No further information was reported.